Event description:
A gore tag endoprosthesis reinvention procedure was performed to treat a distal type -1 endoleak and a suspected type-3 endoleak. Two gore viabahn endoprostheses were placed in the right common iliac artery (5-6 mm diameter) to serve as a conduit to introduce the tag device(s). An 11 mm viabahn device was placed proximally and post dilated. A 13 mm viabahn device was then placed distal to the 11 mm viabahn device. During the dilation of the 13 mm viabahn device, the right common iliac artery ruptured proximal to the viabahn devices. A 10 mm dacron graft was used to repair the common iliac artery rupture and complete the procedure. The pt experienced blood loss exceeding 1 liter. The pt expired intraoperatively.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. As indicated in the viabahn device's instructions for use, the gore viabahn endoprosthesis is indicated for improving blood flow in pts with symptomatic peripheral arterial disease in superficial femoral artery and iliac artery lesions. The 13 mm diameter viabahn device is recommended for a vessel 10.6-12.0 mm in diameter. As reported, the right common iliac artery was 5-6 mm in diameter. This would indicate the selected viabahn device used was oversized for the targeted vessel and may have contributed to the event.